Event description:
The customer reported the system intermittently will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. Repair status of the system has not yet been reported. (B) (4)